Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker had exhibited low pacing impedance and repositioned as a result. The device remained implanted. Days later, high capture threshold was observed on the device. The physician suspected a micro-dislodgment. The device was then explanted and replaced. The patient condition was stable.